Event description:
Patient admitted with fracture of right humerus at 2000 hours. Patient received demerol at that time and two percocets were given at 0315. Patient was taken to the operating room at 1330. Patient was induced with intravenous fentanyl, etomidate and vecuronium and lma-classic was inserted uneventfully. Patient was placed in left lateral position for orif. Original anesthesiologist was relieved by another anesthesiologist who did not notice anything untoward, but after removal of surgical drapes, brown bilious fluid was observed in bowl of lma airway. The patient went into cardiac arrest and expired. The time of cardiac arrest is unknown. Association between the regurgitation and cardiac arrest is unknown. There was no report of airway defect or malfunction.